Manufacturer narrative:
H3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 has been broken off of the suture and was not returned. T2 and the suture show no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was inadvertently advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU 10600499 under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during a procedure t2 came out. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Preliminary results of investigation have concluded that one of the device components ( t1) broke off inside the patient's anatomy which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.